Manufacturer narrative:
Review of device data provided indicated the reported complaint of r wave undersensing was confirmed. The r wave undersensing and false pause detection were partially due to the super wide qrs complex which results in more signal filtering. No device malfunction was observed.

Event description:
It was reported that the patient presented with under-sensing on the patient's implantable cardiac monitor (icm). No patient symptoms or intervention was reported.